Event description:
Caller reported an occlusion alarm that resulted in customer¿s blood glucose level rising to 527 mg/dl. Customer self-managed high blood glucose with a correction injection. To resolve the occlusion issue, customer changed the infusion set and cartridge and resumed insulin delivery.